Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose value of 400 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the broken & loose retainer ring and reservoir able to lock in place when inserted into insulin pump. The device will not be returned for analysis.